Event description:
The patient reported tenderness and soreness at the pocket site. During the pocket revision procedure, the surgeon decided to replace the implant. The patient was implanted with a new advanced bionics spinal cord stimulator and lead extensions.